Event description:
A female patient underwent aaa repair in 2009. The patient's anatomical form was not suitable for endovascular repair because the infrarenal neck angulation was at 90 degrees with the director of the infrarenal neck to the axis of the aaa. In addition, the suprarenal neck to the immediate infrarenal neck was 45 degrees to the axis. The procedure was performed for the patient in order to repair an aaa and aneurysm of common iliac artery (maximum minor axis 34mm). Moreover, regarding the right common iliac artery, the common iliac artery was embolized by the embolization coil, and the stent graft was placed into the right external iliac artery. The physician fixed the proximal tips of the suprarenal stent at the lowest renal artery. The left internal iliac artery was occluded, due to the contralateral iliac leg covering the orifice. The physician tried to restore the blood flow to the left internal iliac artery by adjusting the iliac leg position upward and inflating a molding balloon inside the contralateral iliac leg, but since the position did not change, the procedure was ended and decided to keep the patient under observation. The patient's left the hospital at scheduled date, without pain and endoleaks.

Manufacturer narrative:
Event evaluation: still under investigation.